Event description:
It was reported that the patient fell two weeks prior to report and then stimulation was in their abdomen and sides. It was noted that there was stimulation in the wrong location. It was noted that there was an appointment scheduled with the healthcare professional 2013-(B)(6) (hcp) to discuss the patient¿s options. It was noted symptoms included less than 50% therapy relief. The location of the symptoms was the abdomen and sides. Additional information received reported that the patient experienced shocking in the sides and stomach. It was noted that there was no effective therapy. No interventions were planned because the patient was not a surgical candidate. There was an impedance check and everything was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the machine did help the patient¿s back and they were proud of that but they have had issues since 2011. They note that at that time the implant was shocking them and that the managing doctor told them to turn the device off. They did and the device was no good anymore. It was reported that the patient had a new cardiologist who gave them clearance for surgery. However, it was noted that their managing doctor would not perform the surgery because the patient wanted the whole system replaced and they would not do that. They would only replace the battery. The patient had seen another surgeon for a second opinion who said they would replace the battery but they would not do the lead because of what the managing doctor did to it. The surgeon would not tell them what the doctor did to the lead other than they would not touch it. The patient reported that they are going to end up doing something if no one will replace the whole thing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4) implanted: 2006-(B)(6), product type recharger, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3487a-33, lot# j0519715v, implanted: 2005-(B)(6), product type lead, (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was found with a reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3487a-33, lot# j0519715v, implanted: (B)(6) 2005, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient via a manufacturer representative reported that the patient felt shocking while recharging. The shocking occurred 2 years prior to 2015 and they had not used or recharged their device since then. The device was replaced due to these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.